Manufacturer narrative:
Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch, there are no units in our stock. Without closed samples and/or defective samples a proper analysis can not be performed. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn violet suture. During an unspecified procedure, the packet was opened and it was noted that the suture was too short. It appeared to be about 15 cm long and was discarded. Additional information was not provided.